Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation: the reported complaint is confirmed from the evaluation. The unit was received with the lock has rotational and lateral movement and a residue buildup was present. General maintenance, cleaning and replacement of worn components performed. This device exceeds its expected life of 7 years (manufactured in 2005) and replacement is highly recommended. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was loose and does not lock securely. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.